Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. An x-ray revealed the lead dislodged. The lead was successfully repositioned and the patient was stable post procedure.